Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl 13.2, -12.0 diopter, implantable collamer lens had a torn haptic. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.0 diopter, into the patient's eye. During insertion, the lens "flipped as it was being injected into the eye." Intraoperatively, the haptic tore as the lens was being removed. Per the reporter on 25/jan/2020, "there is no official complaint regarding the icl." Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).